Manufacturer narrative:
The product remains implanted and was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the lp catheter split on the physician when he tried to put it on the proximal connector of the valve. The physician had to cut the catheter four times before it finally got on without splitting.